Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed that the monopolar 1 receptacle was physically damaged and not working, and the foam epac cover was cracked. The issue was resolved by replacing the monopolar 1 receptacle, the display assembly, the flex ladder cable, and the steering relay pcba. It was reported that when pushing the 'coag' button on the cautery pencil, the 'cut' on the cautery machine would activate and light up, and vice versa. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'error codes 215, 233, 235, 248, 320, 321, 326, 331, 336, and 340.' The most likely cause could not be established from the information available. The evaluation detected another unreported condition of 'monopolar 1 receptacle was physically damaged' and 'error codes 320, 322, 326, 402, 403, 404, and 405.' The most likely cause for the additional condition was traced to device design. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of 'error code 310 at startup' and 'error codes 213 at startup, 214, 217, and 354.' The most likely cause for the additional condition was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cautery pencil was plugged into monopolar 1 port. When pushing the "coag" button on the cautery pencil, the "cut" on the cautery machine would activate and light up. Vice versa when pushing "cut" on the cautery pencil, "coag" on the machine would light up. Tried using a new cautery pencil set but still did the same thing. Switch to monopolar 2 port and worked fine. There was no patient involved.